Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range (oor)pacing lead impedance (pli) measurement of greater than 2,000 ohms. Additionally, it was reported that pacing threshold was fine. Boston scientific technical services (ts) discussed on daily measurement programming. The health care professional (hcp) will verify programming and assess whether the lv pacing impedance daily measurement should be programmed on. Attempts to obtain additional information were unsuccessful. The system remains in-service. No adverse patient effects were reported.